Manufacturer narrative:
A partial distal portion of the lead was returned in one piece measuring 72.5 cm. Final analysis was normal. No anomalies were found.

Event description:
It was reported that during procedure, the guidewire could not be removed from the lead on (B)(6) 2017 without causing damage to the lead. The lead was not used. The patient was stable post procedure.